Event description:
During routine preventative maintenance on a pet mobile coach, the service engineer discovered internal wear and two broken screws in the vertical motor mount, which is at the base of the pt handling system (phs). Cps has investigated this problem and found that the support screws on teh phs vertical motor mount can become loose over time due to increased vibration. This process then causes stress and breakage in other mounting screws. This wear and breakage could potentially cause the phs to fall. A bed support is required while the system is in transit. This reduces stress and vibration on the phs while the mobile coach is in transit. It is unk whether this customer had properly utilized the bed support, which could have contributed to the problem. No injuries have been reported to cps.